Event description:
A customer stated that the battery expired earlier than the expiration date. Battery expiration date is on 29-02-2028. The unit has a warning of battery low. The unit is software version 2.9 and it was unable to retrieve data files. When inserting the card to retrieve data, it found "data card defect / error". They did not report that this event occurred during patient use.

Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Although requested, the AED and battery pack have not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.